Event description:
Discordant advia centaur vancomycin patient results were obtained by the customer. The discordant results were on a trough sample. The results were not reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur vancomycin results.

Manufacturer narrative:
The customer is using gel barrier tubes. The cause for the discordant advia centaur vancomycin patient results maybe attributed to the use of gel barrier tubes. The specimen collection and handling section of the instructions for use (IFU) was reviewed with the customer. The IFU states: "note: available literature references present conflicting and complex recommendations on the use of gel barrier tubes for therapeutic drug monitoring samples. Each lab should contrast their specific tube manufacturer for additional information and recommendations for therapeutic drug monitoring testing with the advia centaur systems." No further evaluation of the device is required.